Event description:
Nitric oxide machine displayed message on screen: "failed nitric oxide cell." Per rt this meant the patient was not receiving any nitric oxide to the machine, needed to be switched out. Upon switching out the machine, patient started gasping for air, lost a bp and coded.